Event description:
Internal pc only - inbound; per husband, cassette from lot 21-73024 not usable on either pump, both pumps continued to beep two tone rapid beep after end of self test with reported cassette. Mixed different cassette from same lot and able to restart infusion. No further details provided. Cassette issue.